Manufacturer narrative:
Concomitant medical products: asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex and one endeavor sprint rx drug-eluting stent implanted to the 1st diagonal branch. During implantation to the 1st diagonal branch, a thrombus occurred. The same day, the patient suffered a mi. Event was reported as branch block, septal mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR # 9612164-2011-01668 and 9612164-2011-01669).

Event description:
2 endeavor sprint stents were implanted in the circumflex arteries and not proximal circumflex and 1st diagonal branch as previously reported. The mi has been confirmed to have occurred approximately one year later then that previously reported.